Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch ultra meter read inaccurately low. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient could not provide the date/time that the alleged inaccuracy began. The patient stated that she obtained a reading (the patient could not provide) with the subject meter compared to feelings/normal results. The patient manages her diabetes with a combination of diabetes medications. The patient was unable to confirm if she made any changes to her normal diabetes management in response to the alleged product issue. The patient claimed to have developed the symptoms of "rapid heartbeat, burning sensation all over body, numbness in hands and feet, dry mouth, thirsty, hungry and blurred vision" (date/time not provided). The patient stated that she received hcp treatment of insulin (date/time not provided). At the time of troubleshooting, the csr noted that the patient was unwilling to provide many details about the complaint or troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have received hcp treatment for a severe high blood glucose excursion.